Event description:
During a ptca procedure while the physician was placing a stent device the guidewire placement was lost. When the physician readvanced the wire across the lesion, it perforated the coronary artery. A pericardial effusion resulted and the pt became hemodynamicaly unstable. The pt then cardiac arrested and was not resuscitated.